Manufacturer narrative:
The reported events seroma and wound-dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma", ¿wound opening after surgery¿.

Event description:
Patient representative reported left side "constant pain", "hardening, distortions, and irregular contour", "seroma", "inflammatory response", "recall", "panic and anxiety", ¿wound opening after surgery¿, "bottoming out of the implants," and "difficulty to breasfteed." The device remains implanted.